Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this pacemaker entered into safety mode and triggered and alert for this. The pacemaker was recommended to be explanted and has been explanted at this time. A new pacemaker was successfully implanted at the same surgical intervention. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and that bradycardia therapy remained available. Probable cause could not be determined because the device is functioning normally, and the battery has no failures. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this pacemaker entered into safety mode and triggered and alert for this. The pacemaker was recommended to be explanted and has been explanted at this time. A new pacemaker was successfully implanted at the same surgical intervention. The explanted pacemaker was returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and that bradycardia therapy remained available. Probable cause could not be determined because the device is functioning normally, and the battery has no failures. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this pacemaker entered into safety mode and triggered and alert for this. The pacemaker was recommended to be explanted and has been explanted at this time. A new pacemaker was successfully implanted at the same surgical intervention. The explanted pacemaker was returned for analysis. No additional adverse patient effects were reported.